Event description:
It was reported that following implant on (B)(6) 2026, the patient reported discomfort around (B)(6) 2026. Interrogation as well as a chest x-ray revealed no anomalies and normal parameters, and the patient was placed under observation. On (B)(6) 2026, a follow up chest x-ray revealed retraction and dislodgement of the right atrial (ra) lead. On (B)(6) 2026, interrogation revealed capture thresholds and sensing could not be measured and the pacing impedance was high on the ra lead. The ra lead was found to have perforated the atrial wall. The physician believed retraction of the ra lead altered its vector, resulting in repetitive micro perforation of the atrial wall during cardiac movement. The ra lead was explanted and replaced. The patient was stable.